Event description:
It was reported that the ventilator alarmed for hardware fault and then shut off and back on with an audible alarm while connected to a patient. No patient harm reported.

Manufacturer narrative:
Na.